Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt will charge her ipg for hours, but the ipg indicates only a small amount of charge. She stated that she need to charge for several hours everyday, and the ipg charge only increases by approx 10%. Consequently, she alleged that the ipg will go to "stim off" everyday causing her to lose stimulation. A new charging system was sent to the pt; however, it is undetermined whether this resolved the issue. No further info is available at this time.